Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was 222 mg/dl. The customer stated that the needle broke off when put in the serter. The customer reported that the hub assembly isn't inside serter. Customer did not in her arm when pressure the button. The customer hang up the phone during the troubleshooting.